Event description:
On (B)(6) 2026 htl-strefa inc. Received a phone call complaint. Customer stated several pen needles have failed to dispense insulin during injections. He said the pen needles do not prime the insulin. Customer said 23 pen needles failed in previous box. He did not suffer any health consequence and was able to receive required dose using a new pen needle. He uses lantus solostar pen injector and confirmed that he follows the IFU. We are providing replacement samples and customer. Customer samples will not be available for investigation analysis. Sample under complaint was not available.

Manufacturer narrative:
In the submitted notification, there was reported priming problems. Customer stated several pen needles have failed to prime insulin. He uses lantus solostar injection pen. The insulin doses are closely correlated with the patient's condition and glycaemic control. Whether the patient has received adequate doses of insulin can be assessed throughout the day during glucose measurements. Considering the above, the administration of insulin is not indifferent (glucose monitoring) to the patient and cannot be overlooked. Concerns about the administration of a full or incomplete dose of insulin are monitored by patients on an ongoing basis, therefore the risk of serious health complications is low. Glycaemic control is the main measure of diabetic status assessment and is an important parameter of daily therapy. History of previous, similar events show that a level of confirmed defects of product in comparison to quantity sold is negligible, the ratio of the confirmed complaints is on very low level. The defect was observed during evaluation of archival sample - 12 pen needle with lack of patency were found. Information about defect was immediately forwarded to appropriate department. CAPA actions has been introduced to the complained problem. Production process has been verify. No defects in DHR reviewed. Although no harm occurred in this event, blockage of a pen needle represents a malfunction of the device, as it failed to perform its intended function of enabling insulin delivery. If such a malfunction were to recur and remain undetected, it could potentially result in under-delivery or non-delivery of insulin, which may lead to serious deterioration of health. Based on the above, despite the absence of patient harm, the event is assessed as a reportable malfunction under FDA MDR requirements. Final recommendation of the hhe team: to report the event in the united states, where the event occurred.